Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the 1074301 femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and instability. Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, clicking, metallosis with some cystic formation of the acetabulum and some loss of the anterior abductors, and elevated levels of chrome and cobalt. We are reversing the MDR decision for the head and the liner to address the metal on metal allegations. (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/21/2014- pfs and medical records received. After review of the medical record for MDR reportability, the stem is being added for the alleged high metal ions (no labs given). There is no new additional information that would affect the existing MDR decision.